Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h4; g3. An investigation into the reported event is underway. Once it has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned for evaluation; however, a picture was provided. Visual examination of the provided picture identified that the silicone had fractured on the drill driver. As the device was not returned, no further analysis can be made. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the driver was found to be worn out. There was no patient involvement. It was reported that no additional information on the reported event is unavailable at this time.